Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a request was made to have data from this pacemaker device analyzed. A longevity drop was noted for this device. The timeframe in which the estimated longevity change was observed has not been specified. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported.